Event description:
It was reported that during a follow-up, approximately one week after implant, it was detected that the patients right ventricular (rv) lead had high thresholds, was unable to capture, and was inducing phrenic nerve stimulation. An intervention was done to reposition the right ventricular (rv) lead. The lead remains in use and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: a2dr01, implantable pulse generator (ipg), implant: (B)(6) 2013; model: 5086mri45, right atrial (ra) implantable pacing lead, implant: (B)(6) 2013. (B)(4).